Event description:
Customer's mother called in to report the insulin pump has unresponsive buttons. The insulin pump was exposed to moisture while the customer was wearing it. There is a alarm for battery out on the insulin pump. The customer is unable to clear the alarm. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. No battery out limit alarm or vibrating anomaly were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.